Manufacturer narrative:
The reported guide wire was returned for analysis. Upon evaluation, the spring tip of the guide wire was noted to be detached. The fractured guide wire was analyzed using scanning electron microscopy, which found torsion present on the face of the fractured guide wire. The oad used during the procedure was also received for evaluation, and the tip brushing was found to contain radiopaque material from making contact with the guide wire spring tip. The damage observed is consistent with an oad which spun over the spring tip of the guide wire. It should be noted that the instructions for use (IFU) manual states, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." There was no other damage or abnormalities with the device or its components that would have contributed to the reported event. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the viperwire guide wire was noted to be damaged. The oad was advanced over the viperwire to begin the procedure. When the power button was pressed, the device did not turn on. When attempting to remove the device, it was noted to be stuck on the guide wire. Upon removal from the patient, the tip of the guide wire was noted to be damaged and did not appear intact. Angiographic images were reviewed and confirmed that no portion of the wire remained in the patient. A new oad and guide wire were used to complete the procedure, and there were no reported adverse consequences to the patient.